Event description:
It was reported that during an unknown procedure when the surgeon decided to implant the clip, it had fallen on the surgical field because it had pulled off from the clip. This was noticed after the vessel was cut. The result was a bleeding of the vessel which could be managed by hemostasis and then the implantation of another device (either a ligature or another clip).

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch #unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's / manufacturing irregularities] were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: were there any patient consequences? If yes, please describe. No further information available.